Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a rsa, the threaded tip of a baseplate glenosphere inserter broke off while inserting the baseplate. It is unknown how procedure was completed or if a delay occurred due to this event. No other complications were reported.

Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 3002788818-2024-00038. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.